Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log review; the customer problem was confirmed. The pump was found to have a non-functional downstream occlusion (dso) sensor. Service history review identified the device had been in before for repair related to the customer stated problem. The pump was in good condition, only the display glass had a small crack and breakage on the lower side. The labels were undamaged. The manufacturer representative confirmed that the dso sensor was planned to be replaced.

Event description:
It was reported that the device had an error which stated that the cassette was not connected correctly. There was unknown patient involvement.